Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. On 21-sep-2022 customer reports blank display, low battery, 75 alarms, broken belt clip rail. No blank display noted. Pump passed the sleep current, active current measurement and displacement test. However, pump error 75 during self test. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery, 23, 49, and 68 alarms during testing. However, found in the pump history error 75 on 09/20/2022 23:34:49, 09/20/2022 23:34:54. Problem isolated to electronic defective. Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator and battery tube during visual inspection. Unit had scratched case, stained keypad overlay, broken belt clip rails. Unit p-cap / test reservoir lock in place properly. Blank display, low battery, 23, 49, and 68 alarms not confirmed. However, pump received with unexpected error 75 alarms in the pump history and during self test due to a hardware error, problem isolated to electronic defective. Broken belt clip rails confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported that insulin pump had multiple pump error alarm after replacing battery. Self test and displacement test were successful. Fill cannula 0, 2 visible in pump history. Customer reported that insulin pump worked fine for 1 night. Customer reported that when they replaced battery again insulin pump started to alarm replace battery now after 10 minutes. Device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had blank display and cosmetic damage. Customer also had charge that last less than expected in the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was unknown; however, the customer will discontinue use of the device. The product will be returned for analysis.